Manufacturer narrative:
Permobil's general counsel received a complaint filed by the end-user's family alleging that his m300 caught fire at his residence due supposedly to negligent design and unspecified component malfunctions. The complaint alleges the end-user sustained fourth-degree burns over his entire body because he was unable to remove himself from the device due to his disability and/or physical handicap. The end user subsequently passed away. Permobil has been unable to confirm the allegation of a device failure/malfunction because the device has not been made available for permobil to inspect. Permobil previously learned of this person's death, but there was no allegation at the time that a permobil device was involved and permobil was unable to determine whether a permobil device was involved. Permobil was also told that this person's manner of death was suicide and that this person had intentionally started the fire at issue. Permobil will continue to work through counsel in efforts to gather more information. Upon receipt of new information, a follow-up report will be submitted.

Event description:
Permobil received a notice of petition alleging while the end-user was at his residence, the m300 had caught fire with the end-user in the seating. Claim indicates the end-user sustained grave injuries and subsequently deceased.